Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on (B)(6) 2018. It was reported that a (B)(6) male patient underwent primary breast augmentation with mentor smooth round moderate plus profile 550cc saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure through a visual examination. Upon receipt by mentor, the device contained no fluid. White and red material were observed within the device. White material was observed on the shell surface. During visual examination, the mentor product analysis lab observed that the device appeared intact. Leak testing was performed in accordance with mentor procedures, and one leak was found on the anterior view of the device. The leak was caused by a rent measuring approximately 0.2 cm in length. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Microscopic examination revealed parallel striations on the edges of the rent. These types of striations are more indicative of sharp instrument damage rather than shell failure due to wear. At this point it is not possible to determine the origin of the white and red material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/12/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate plus profile 550cc saline prosthesis, catalog: 3502550, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic male patient underwent primary breast augmentation with mentor smooth round moderate plus profile 550cc saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure through a visual examination. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.